Event description:
Unable to complete procedure with initial equipment. Equipment was removed. Successful completion of procedure with new set equipment. Problem may be due to patient anatomy, providers do not think this was due to operator knowledge and/or misuse, and were unsure if the equipment malfunctioned.